Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (B)(4) to report that his meter displayed other message (showing message over 33.3 mmol/l). There was no injury or medical attention sought due to the issue. This complaint is being reported as a malfunction as the alleged issue was not resolved during troubleshooting.